Event description:
It was reported that the customer experienced a high blood glucose level, but the specific value was unknown and displayed as "high." The cause was not known, and customer declined a system check to further investigate. To address the high blood glucose level, the customer changed the cartridge and infusion set. No further assistance was required.